Manufacturer narrative:
Additional information provided in: b5 (describe event/problem), d4 (model number, lot number, catalog number, expiration date, UDI), d6a (implant date), d1 (concomitant product), and h6 (device codes).

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to a leak in the tubing on the right side near the pump. The device would not inflate and the pump had a "squishy" sound. A new ipp device was implanted with good results for the patient following the surgery.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to a leak in the tubing on the right side near the pump. A new ipp device was implanted.